Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems- hl-90 . The complaint of noisy pump was confirmed when powering on device and filling tank. Physical condition of pump revealed wear and tear damage to plate clip, line cord and pole clamp. Action was taken to replace the pump, along with other maintenance. Heater replaced along plate clip, line cord, pole clamp, and switch label due to visual damage.

Event description:
Additional information received 29 march 2021 (email): issue discovered during testing. No patient involvement.

Event description:
It was reported that the pump was noisy on the level 1 hotline low flow system (hl-90). No patient injury or complications were reported in relation to this event.